Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214027 expiration date: 1/2016 control solution lot non; nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that on (B)(6) 2014 at 3:17pm a consumer received a result of 187 mg/dl on their blood glucose meter. The consumer stated that his insulin pump administered an unknown amount of insulin based on that result. At 4:19pm the same day the consumer performed two additional tests using the same meter and test strips from the same vial getting a 65 mg/dl and 73 mg/dl. At 5:19pm the consumer performed another getting a 30 mg/dl using the same meter and test strip vial. Subsequently, he experienced a hypoglycemic event requiring medical intervention. The consumer was not able to provide any of the information regarding what transpired once the emts arrived on site. The consumer willingly admitted that, "...these types of 'episodes' have been somewhat common throughout my life."